Manufacturer narrative:
The customer alleged that a patient's medication management was impacted due to a discordant, falsely low bicarbonate result, which was obtained on the dimension vista 1500 instrument. Report mw5092028 did not contain any information about the customer and it did not contain instrument-specific information regarding the dimension vista 1500 instrument. The customer reported that they experienced issues with the mixer on the instrument and indicated that the mixer malfunction could contribute to compromised results. Siemens investigated the issue and determined that when there is an electrical issue with the mixer, the mixer will generate a "minimum on current not reached" error. The instrument's response to this error is to halt and cancel the current test. In the event of an electrical issue with the mixer, no test results will be generated. There is insufficient information to determine the cause of the event and to identify the instrument associated with report mw5092028. Report mw5092028 classified this incident as "serious injury" and the customer indicated that keeping the patient on the bicarbonate drip longer than necessary could cause the patient to become alkalotic, which could have negative respiratory and hemodynamic consequences. However, the customer indicated that there were no adverse clinical outcomes due to this issue. As per siemens' understanding of clinical practice, the circumstance that the patient may have received intravenous fluid longer than necessary does not constitute a serious injury. It is also unclear why the provider did not question the erroneously depressed bicarbonate result, after the previous result was considered normal and while the patient was on a bicarbonate drip. Sections e1, e2, and e3 contain the information on the cover page of the fax that notified siemens of report mw5092028. Based on the unavailability of the information, no further evaluation is possible.

Event description:
Siemens received a report, mw5092028, that was sent through FDA's medwatch program. In this report, a customer alleged that a discordant, falsely low bicarbonate result that was obtained on a dimension vista 1500 instrument impacted a patient's medication management. The patient had a chronic kidney disease and was admitted to the hospital for acute-on-chronic kidney failure and metabolic acidosis on (B)(6) 2019. The patient was administered a bicarbonate drip and the medical team monitored the patient's serum bicarbonate results to determine how long they should keep the patient on the bicarbonate drip. The customer indicated that a normal bicarbonate result was obtained on a sample from the patient, followed by a discordant, falsely low bicarbonate recovery on a subsequent draw on (B)(6) 2019. The customer alleged that the medical team kept the patient on the bicarbonate drip unnecessarily for 8 hours due to the discordant, falsely low bicarbonate result. The customer indicated that there were no adverse clinical outcomes due to this issue. The report indicates that medical care for another patient was impacted by this issue but no further details were provided. Report mw5092028 indicates that there is a possibility that other patients were impacted by this issue and disclaimers were noted on the results that were reported for the other potentially impacted patients. There are no known reports of adverse health consequences due to this event.